Manufacturer narrative:
An event regarding revision due to "pain involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: not performed as device was not properly identified. Complaint history review: not performed as device was not properly identified. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
Description of incident: pain in a total prosthesis of the right hip implanted 14 years ago with metallic wear release following a manufacturing defect at the modular neck junction. Clinical consequences and current condition of the patient or person involved increasing pain with decreased walking range. Actions taken for the patient with regard to the device, replacement of the defective hip prosthesis.